Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and pump thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was at hospital due to an infection. It was stated that the patient was admitted with weakness, hypotension, and fever. It was also stated that the patient was receiving antibiotic treatment, then the watt began to increase. It was also stated that the patient was given a small dose of heparin. The site stated that they tried to decrease the "international normalized ratio (inr) but that it didn't change after all plasma". It was further stated that after (B)(6) 2017 the inr was very high for surgery and lactate dehydrogenase (ldh) was at 4000. The site stated they tried to decrease the inr again and then on (B)(6) 2017 the pump was exchanged. Pump was stated to have been exchanged and a levitronix pump was implanted during operation. It was confirmed that the pump was thrombosed and therefore changed out. The site stated that they didn't want to have an investigate because they saw thrombus with their eyes and the pump would remain at hospital. No additional information available.

Manufacturer narrative:
Hw27542 was not returned for evaluation. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Analysis of the log files revealed 10 high watt alarms and a rise in power consumption to parameters outside the normal operating range; thus, confirming the reported event. In addition, the site confirmed thrombus visually during pump exchange. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely cause of the high-power event can be attributed to external factors such as thrombus formation. Clinical factors that may have contributed are multifactorial and may be attributed to anticoagulation therapy, disease progression, and patient comorbidities. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased. Though the root cause of the reported event cannot be conclusively determined; however, there are patient, pharmacological, and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.